Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with posterior capsular rupture during laser assisted cataract surgery in the unknown eye. There was no patient harm reported and procedure completed without issue.

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. There was no product returned for testing on this investigation. Therefore, based on the information obtained, the root cause of the reported event is inconclusive. The customer reported event cannot be confirmed. Therefore, based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).